Event description:
Device report from synthes reports an event in japan as follows: it was reported an unknown spine surgery occurred on (B)(6), 2018. Post operatively, the extended re-fusion surgery will be performed due to the adjacent intervertebral disorders. It is confirmed l4/5 achieved osteosynthesis. The plan is tlif for l2/3, and l5 might be removed depending on intraoperative decision. No further information is available. (B)(4) are linked to (B)(4). (B)(4) (depuy spine): screws. (B)(4) (synthes spine): cages. This report is for one viper system cortical fix polyaxial screw 5.5 7 x 40mm for (B)(4). This report is for one viper system cortical fix polyaxial screw 5.5 7 x 40mm for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. E1: initial reporter is j&j company representative. H3, h6: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.